Event description:
During a procedure in 2004, the hv-r bone cement was noted to be bulging or extravasated into the disc space above t12. The procedure was completed without difficulty and the pt discharged. A few days after the balloon kyphoplasty, the pt developed new back pain and was seen in july 2004 and diagnosed to have a new compression fracture of t11. Balloon kyphoplasty of t11 was completed without difficulty. Back pain again returned 14 days later and a compression fracture at l1 was noted. A balloon kyphoplasty was done on sept. 2004 and the pt has subsequently done well.